Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported "water damage." Evaluation found corrosion on the wireless module flex and radio pcb as a result of fluid intrusion which caused the component to fail, rendering the unit irreparable. The device was retired from service.

Event description:
It was reported that a spectrum wireless battery had water damage. It was also reported that there was no patient involvement.